Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination confirmed the complete lead was returned. A cut was noted in the insulation at 18 cm from the terminal pin. There was no evidence of arcing damage found. A slight discoloration under the gore (at the mid-section of the distal shocking coil) was observed; however, after the gore was partially removed, no anomalies were found. Testing was then performed to assess the lead's electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. When assessing the outer insulation, testing did not pass due to the cut in the insulation. Analysis concluded if the cut was present from implant or the atrial lead revision shortly thereafter, it is likely the cause of the shorted lead event.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited undersensing on defibrillation threshold (dft) test even at reduced settings. Boston scientific technical services (ts) suggested to measure the height of missed signals with the programmer. Additional information indicated that the cause of undersensing was fine ventricular fibrillation (vf). The patient was shocked externally during the first two inductions. Furthermore, sensitivity was increased and dft was retested to confirm appropriate sensing and therapy which was successful. The ICD remains in service. No adverse patient effects were reported. Boston scientific received new information four months later that the physician decided to perform additional defibrillation threshold (dft) testing to verify the systems integrity due to the prior issues with undersensing during the implant procedure, as well as the atrial lead perforation that occurred one week later that resulted in a lead revision. While performing dfts, an alert (code 1004) was detected indicating a shock into an open condition had occurred. The high energy impedance measured from the actual shock was less than 20 ohms. The low energy shock lead impedance was 56 ohms. The ICD and rv lead were subsequently explanted and replaced with another manufacturer's products.